Event description:
User stated the analyzer had flooded and noted there was a puddle in front of the wash station and that it was overflowing. The fluid was in the walk area and was a slip hazard, but was cleaned up. No operators were harmed. No pt samples were running as the analyzer was doing its daily start up. The field service rep determined there was a blockage in the drain adapter and removed the plug.